Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an unicondylar knee replacement, the articular surface provisional sz 5 9mm split in half when performing a trial. The device broke inside the patient and all the pieces were removed by hand. A delay less or equal than 30 minutes was reported and the procedure was completed using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Device was not returned to manufacture, as stated in follow-up 002.

Event description:
It was reported that during an unicondylar knee replacement, the articular surface provisional sz 5 9mm split in half when performing a trial. A delay less or equal than 30 minutes was reported and the procedure was completed using a back-up device. No patient injury or other complications were reported.